Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced an adhesive issue on (B)(6) 2026.the patient reported infusion set tape did not stick properly and the cause of the product not adhering while playing sports. No further information available.